Manufacturer narrative:
Date of birth: unknown, not provided. Sex/gender: unknown, not provided. If implanted; give date: not applicable as the lens was inserted and removed. If explanted; give date: not applicable as the lens was inserted and removed. (B)(6). (B)(4). Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's' reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation, when the intraocular lens (model pcb00) was being delivered into the capsular bag, the surgeon realized than one haptic was broken. Reportedly, the lens was removed and another pcb00 lens was implanted as a replacement. The account believed that the haptic was caught by the plunger during the lens insertion. Additional information was received and it was learnt that the incision was enlarged (5 mm) in order to remove the broken lens. No vitrectomy was performed and no injury was reported. No further information was provided.